Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The child was implanted in 2016 and had been doing well with the device. She was seen ca. (B)(6) 2019 and it was reported that she could no longer hear with the device.

Manufacturer narrative:
Conclusion: investigation results show that humidity ingress led to the device electronics failure over time. However, the device investigation did not show the location of the leak. Over a certain period of time, humidity will impinge on the electronics and cause damage, leading to complete failure of the circuitry. The investigation findings appear to match the content of the recipient report. This is a final report.

Event description:
The child was implanted in 2016 and had been doing well with the device. She was seen ca. (B)(6) 2019 and it was reported that she could no longer hear with the device. The user was re-implanted on (B)(6) 2020.